Event description:
It was reported that the patient implanted with this right atrial (ra) lead was admitted to the hospital due to chest pain and pericardial effusion. The physician suspected an ra lead perforation. Atrial lead measurements were reviewed and noted that sensing had decreased and threshold measurements had increased since implant. Following a discussion with the physician, atrial sensitivity and outputs were increased. The physician reported that the effusion had improved with anti-inflammatory medication and was hopeful that it would resolve itself without further intervention. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.